Manufacturer narrative:
The user reporeted that the patient had a stroke. The event happened on 28-may-2025. According to the authorized representative, the user had a minor stroke and is still at the hospital.the event was not related to insertion, removal or diabetes.the user received treatment at the hospital. The user wasn't prescribed medication since they are still in the hospital.the user's hcp isn't aware of the event and the authorized representative was advised to follow up with the hcp for further medical guidance.

Event description:
Senseonics was made aware of an incident where user reporeted that the patient had a stroke. The event happened on (B)(6) 2025. According to the authorized representative, the user had a minor stroke and is still at the hospital.the event was not related to insertion, removal or diabetes.the user received treatment at the hospital. The user wasn't prescribed medication since they are still in the hospital.the user's hcp isn't aware of the event and the authorized representative was advised to follow up with the hcp for further medical guidance.

Manufacturer narrative:
B4.date of this report 12 july 2025. G3.date received by the manufacturer? 12 july 2025. H6. Component code updated to 4756.